Event description:
During the loading process onto spsof-7-5 on the guide wire (0.025" visiglide, straight), the pigtail part of the stent was bent. The wire did not pass the stent, they finished the process using the new spsof-7-5, and the guide wire was not replaced. Was the functionality of the device tested prior to noticing the damage? Yes. · if yes, please provide additional details (including other devices that may have engaged with the cook device). They flushed sterile distilled water inside the stent, and there were no issues with the flushing function. Additionally, there were no abnormalities in the product's appearance. Were any preparatory steps performed to the device (per instructions for use, if applicable) prior to noticing the damage? · if so, please describe how the device was prepared: the pigtail bent during the process of loading the product onto the guide wire. What was the target location for the stent? Pancreatic duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. The product is stored in a drawer inside the ercp room. When there is no procedure, it is always in a dark condition without any light. Was the device at the center of the complaint inspected for damage prior to use? No. Were any other defects observed on the device prior to return (other than the reported complaint issue? No. (If yes, please detail any other defects observed.). Was the wire guide lubricated prior to use? Yes. *was the wire guide inspected for damage prior to use? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation. The device evaluation of the spsof-7-5 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records. Prior to distribution spsof-7-5 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for spsof-7-5 of lot number c2245013 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: as per the instructions for use, ifu0055 which informs the user about the precautions ¿select the cook stent introducer system (if not included) in the appropriate french size.¿ and the notes ¿this device is intended for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease.¿ there is evidence to suggest that the customer did not follow the instructions for use. (Ifu0055). As per the available information, the non-recommended wire guide was used with the replacement device to complete the procedure. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. Therefore, using an alternative size of wire guide has not been tested and may resulted in the issue reported. The user has not complied with the requirements of the IFU and/or label. Corrective action/correction: CAPA-00022 (pr-387756) addresses any necessary corrective actions as a result of this failure mode. Summary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no adverse effects to the patient were noted in the study. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. Therefore, using an alternative size of wire guide has not been tested and may resulted in the issue reported. The user has not complied with the requirements of the IFU and/or label.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 29-jul-2025.